Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged, ar-9621-35t, 35 mm tap, batch: 022420, was received for investigation. Upon visual inspection, it was noted that the tip of the cutting flute was broken off. No fragments were returned for evaluation. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to misaligned insertion; and prying/leveraging the device during insertion. Refer to investigation photos. Complaint allegation is confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/09/2025, a sales representative reported via (B)(4) that an ar-9621-35t 35mm tap was broken. No patients were harmed, and the surgery was not delayed.